Manufacturer narrative:
As reported, a nurse at the account had some concerns as she had noticed that while taking some unknown adroit catheter(s) out of the box, the distal tip(s) were noted to be smashed. The tip(s) appeared to be ¿fish-mouthed¿. The product(s) were stored and handled according to the instructions for use (IFU). The product(s) were not clinically used in a patient. There was no reported patient injury. Replacement product(s) are being requested. No event date, quantities, product catalog or lot numbers were provided. No direct contact with the account was requested by the sales representative. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Please note the event date provided was unknown. The event date of (B)(6) 2015 used for reporting purposes is the alert date. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a nurse at the account had some concerns as she had noticed that while taking some unknown adroit catheter(s) out of the box, the distal tip(s) were noted to be smashed. The tip(s) appeared to be ¿fish-mouthed.¿ the product(s) were stored and handled according to the instructions for use (IFU). The product(s) were not clinically used in a patient. There was no reported patient injury. Replacement product(s) are being requested. No event date, quantities, product catalog or lot numbers were provided. No direct contact with the account was requested by the sales representative. No additional information is available.